Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment of the programmer sometimes shutting down however it was noted that the first time the unit was powered up the display was distorted and that the distortion was cleared after running "get patient." The power supply was still replaced, as a preventive. It was noted that the radiofrequency connector on the link electronic module (lem) board was loose and the lem board was replaced and calibrated. Analysis also confirmed there were broken tabs on the power cord bay, and also noted that the lower case were worn, the system fan was noisy, a keyboard screw was missing and the printer drawer was broken. All found defective parts were replaced.

Event description:
It was reported that the programmer would sometimes shut down. It was further reported that the cord door was in need of repair. It was requested that the "system be checked." The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.